Manufacturer narrative:
Upon visual inspection, it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occurred in the lower battery pack between the cells and printed circuit board. There was a blackening on the top of the lower battery pack and its printed circuit board (pcb). Cells 2 and 3 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally, there was a slight melting of the handset plastic enclosure. This concludes the investigation.

Event description:
It was reported that the battery was connected to the unit and had caught fire. There was not a problem with the battery prior to this event. There was no report of injuries, patient or user involvement, and no impact to patient care.